Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. Catheter: model# 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported the patient had a catheter revision and pump replacement on (B)(6) 2012. The pump was programmed to 1.01 mg/d following the procedure. On (B)(6) 2012, patient was admitted to the emergency room. The patient experienced an overdose and was unresponsive and lethargic. The patient was admitted to the hospital. The dose was decreased on (B)(6) 2012 by 25% and the patient was more awake and responsive. On (B)(6) 2012 the dose was increased by 7%, as the patient experienced pain. The patient was discharged from the hospital on (B)(6) 2012. The pump was delivering morphine. Additional information has been requested, but was not available at the time of this report.